Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to deploy from the delivery catheter. The physician cut the handle off of the device, removed the endoscope and then left the catheter inside the patient's rectum and taped the excess of the device to the patients hip. No bleeding was observed. The patient was discharged with the device still attached to the wall of the colon. The patient was advised to monitor her bowel movements and make sure that there is no hematochezia nor bloating. If these symptoms occurred the patient was advised to seek medical attention. Later that same day, the patient manually removed the device by pulling on the catheter. When the physician talked with patient the following day, the patient reported that upon removal of the device there had been some initial discomfort which abated shortly. No pain or bleeding were reported. The patient was advised to seek medical attention if any hematochezia or bloating are noted. There have been no complications to the patient reported to date. The condition of the patient at this time is reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination noted that the clip assembly was mashed onto the bushing. There was a kink in the control wire. The over sheath assembly and sheath grip were not returned. The handle was cut from the coil and not returned. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked into the capsule. Investigation found the clip assembly could not be deployed as the clip was mashed onto the bushing and the control wire was kinked. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted. On (B)(4) 2013 boston scientific corporation received a (B)(4) submitted by the complainant.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to deploy from the delivery catheter. The physician cut the handle off of the device, removed the endoscope and then left the catheter inside the patient's rectum and taped the excess of the device to the patients hip. No bleeding was observed. The patient was discharged with the device still attached to the wall of the colon. The patient was advised to monitor her bowel movements and make sure that there is no hematochezia nor bloating. If these symptoms occurred the patient was advised to seek medical attention. Later that same day, the patient manually removed the device by pulling on the catheter. When the physician talked with patient the following day, the patient reported that upon removal of the device there had been some initial discomfort which abated shortly. No pain or bleeding were reported. The patient was advised to seek medical attention if any hematochezia or bloating are noted. There have been no complications to the patient reported to date. The condition of the patient at this time is reported as fine.